Manufacturer narrative:
The customer's reports of unit shuts off and no power up were not replicated or confirmed. The device was put through extensive testing including bench handling and stress testing using known good accessories without duplicating the reports. The customer's report of defib issue was observed during review of the device data logs. However, the device was put through extensive testing without duplicating the report. The main board was replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a "defib error" message, inappropriately shut down, and would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.